Event description:
It was reported that the patient had a loss of therapeutic effect. Since (B)(6) 2012, the patient had not been feeling stimulation and her last recharge was "a few weeks ago". The battery was determined to be half full and the patient was able to turn the device on and off. However, after changing groups from a (3.75 volts) to b (4.90 volts), the patient still did not feel stimulation. The patient also stated she had reconstructive surgery and was having acute pain. There was no known accident or incident related to the complaint. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead, product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger, product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).